Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies.

Event description:
It was reported that during an implant attempt, the lead impedance measured through the analyzer was high. The cable was checked and no anomaly was found. The physician suspected a lead malfunction. Another lead was implanted. No patient complications have been reported as a result of this event.